Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the left ventricular (lv) lead exhibited a failure to capture. Upon a chest x-ray, it was observed that the lv lead was dislodged. The lv lead was explanted and replaced. The patient was stable.